Event description:
It was reported that the customer had the pump taken off for 3 months and now they cannot get it to put any insulin out. Customer stated that the meter isn't going to the pump either. Customer's blood glucose level was 460 mg/dl. Customer was waiting to program a new pump. Customer was assisted with programming. Customer's was advised to contact their health care professional. Customer was walked through on how to correct their blood glucose level. Customer was also having high blood glucose levels prior to being back on the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.